Manufacturer narrative:
Date of event (when it was observed that the lens moved and was repositioned): asked; however, the date is unknown. Implant date: asked; however, it is unknown.(B)(4): explant of the intraocular lens.all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the lens moved twice and was repositioned by the implanting physician. It is unknown when it was observed that the lens moved and was repositioned. Another physician was consulted whereby the lens was explanted on (B)(6) 2014. No further information was provided.

Manufacturer narrative:
The manufacturing record review was performed. The production order was not produced under deviation. There were no process and / or material changes within the production order number. There were no nonconformances with respect to the sterilization process. Optical measurement was performed at final inspection. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power. There were no complaint related environmental monitoring related nonconformances when the production order number was manufactured. There were no associated nonconformity material reports or nonconformances. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
The incision was enlarged. The lens looked perfect; there were no kinks and no dislocation. The lens just rotated away from the desired position twice by another surgeon. No vitrectomy was performed. No patient injury was reported. Patient is doing okay. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
The incision was enlarged. The lens looked perfect; there were no kinks and no dislocation. The lens just rotated away from the desired position twice by another surgeon. No vitrectomy was performed. No patient injury was reported. Patient is doing okay.